Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. The mr was recurrent from a previous non-abbott transcatheter-edge-to-edge-repair (teer). A mitraclip xtw was implanted and the mr was reduced to grade <1. On (B)(6) 2025, the mr was recurrent at grade 4. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) displayed slight opening of the clip. On (B)(6) 2025, a second clip procedure was performed. On fluoroscopy the previous clip was noted to be opened to 15-20 degrees. An xt clip was selected to reduce the mr and stabilize the opened clip. The target was between the non-abbott clip and the xtw clip. There was limited space. The clip was positioned well and attempted to advance into the ventricle. The xt clip became stuck between the implanted clips. With a controlled push, the clip advanced into the ventricle. Steering below the mitral valve was difficult. Grasping and capturing was performed, but the leaflets were difficult to visualize. A leaflet assessment was not possible due to challenges with echocardiogram visibility. The anterior leaflet was believed to be captured. It was decided to deploy the clip. The clip was stable and there was a reduction from 4 to 3. During release, there was tension on the system. The distal actuator mandrel jolted lateral after deployment. After retracting the system, there was a floating structure/tissue visible at the lateral wall. The patient was hemodynamically stable and the clips were stable on the leaflets. The mr was reduced to grade 3 and no additional treatment was required. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. The mr was recurrent from a previous non-abbott transcatheter-edge-to-edge-repair (teer). A mitraclip xtw was implanted and the mr was reduced to grade <1. On (B)(6) 2025, the mr was recurrent at grade 4. A transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) displayed slight opening of the clip. On (B)(6) 2025, a second clip procedure was performed. On fluoroscopy the previous clip was noted to be opened to 15-20 degrees. An xt clip was selected to reduce the mr and stabilize the opened clip. The target was between the non-abbott clip and the xtw clip. There was limited space. The clip was positioned well and attempted to advance into the ventricle. The xt clip became stuck between the implanted clips. With a controlled push, the clip advanced into the ventricle. Steering below the mitral valve was difficult. Grasping and capturing was performed, but the leaflets were difficult to visualize. A leaflet assessment was not possible due to challenges with echocardiogram visibility. The anterior leaflet was believed to be captured. It was decided to deploy the clip. The clip was stable and there was a reduction from 4 to 3. During release, there was tension on the system. The distal actuator mandrel jolted lateral after deployment. After retracting the system, there was a floating structure/tissue visible at the lateral wall. The patient was hemodynamically stable and the clips were stable on the leaflets. The mr was reduced to grade 3 and no additional treatment was required. No additional information was provided.